Event description:
The user facility reported that a decision was made to place an impella 5.5 on a patient with severe mitral regurgitation with multivessel diagnosis that had an intra-aortic balloon pump due to peripheral artery disease. However it was reported that the impella 0.018 wire was in the left ventricle (lv) and advanced on wire. Once the impella entered the axillary artery, the patient went into ventricular fibrillation. The staff defibrillated the patient and cardiopulmonary resuscitation was started. The wire was lost from the lv and was pulled back into the aorta. The decision was made to pull the impella and place on bypass. Later, the patient was converted to extracorporeal membrane oxygenation. The impella 5.5 was aborted. Additional information was received. There was no issue with the impella 5.5 itself. The pump is not available for return.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ventricular fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Resuscitation: the cause of the injury was unable to be determined due to insufficient clinical details. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be use issue related as wire was lost from lv and was pulled back into aorta, decision made to pull impella and place on bypass. Device history review: the device passed all post sterile inspection checks.